Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the review of the black box showed multiple cs 078 motor rewind errors alarms on the date of the alleged issue occurrence. The battery cap was not returned. All testing was performed with a test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. Upon removal of the pump case, evidence of moisture contamination was found inside the pump on the motor flex connector and other associated motor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.